Manufacturer narrative:
Lead model 3889-28, lot # v698092, implanted: (B)(6) 2011, explanted: unk; programmer model 3037, serial # (B)(4).

Event description:
Additional information received from the hcp reported that it was unknown if perioperative antibiotics were administered. The patient did not have meningitis. Symptoms of the infection included redness, swelling, drainage, incisional wound opening, and pocket erosion. The infection was located at the device pocket and no culture was taken. No culture. The entire system was explanted and IV and oral antibiotics were administered. The infection resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's neurostimulator (ins) was explanted following an infection. The patient stated that the ins was "corroded" and "eating her skin", and her body rejected the device. It was noted that the explanting doctor told the patient the ins was not implanted deep enough. The patient was still healing from the infection and explant procedure. Additional information has been requested, but was not available as of the date of this report.